Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user recently reported that in 2012 there was a gradual decrease in sound level with the device. Later in the same year she no longer had any auditory sensation with the device and stopped wearing the external audio processor. There was no accident or trauma reported. The implant site appeared to be healthy with no swelling or redness present. The recipient has no significant medical condition that could have contributed to the problem. Re-implantation is considered but no date has been set yet for the surgery.

Event description:
The user reported in (B)(6) 2018 that in 2012 a gradual decrease in sound level with the device started. Later in the same year the recipient had no longer any auditory sensation with the device and stopped wearing the external audio processor. There was no accident or trauma reported. The device has been explanted in 2019 (exact date not known) but it is not available for investigation. The recipient has been re-implanted with a competitor's device and the explanted device has been either lost or thrown away.

Manufacturer narrative:
Conclusions: according to the complaint information and the manufacturer's experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. The recipient has been re-implanted with a device from another manufacturer, but the explanted device is not available for investigation. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user recently reported that in 2012 there was a gradual decrease in sound level with the device. Later in the same year she no longer had any auditory sensation with the device. Therefore she stopped wearing the external processor. There was no accident or trauma reported re-implantation is considered.